Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blood leaked into the tip of the bd preset¿ syringe with attached needle's barrel during use. The following information was provided by the initial reporter translated from (B)(6) to english: "during use, it found that 1ea abg was blood leakage in the tip of the barrel."